Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The attune trial extractor broke while the surgeon was attempting to remove a trial poly. The item broke into 3 pieces. This did not delay the surgery and no patient consequences happened. Was surgery delayed due to the reported event? No, action taken when event occurred? A new trial extractor was opened and used without any further problems, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Yes, patient status/ outcome / consequences no, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study: unknown, (B)(4). Device property of: other, device in possession of: facility. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "the attune trial extractor broke while the surgeon was attempting to remove a trial poly. The item broke into 3 pieces" the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the two prongs of 254500138, attune tibial trial extractor were found broken and device shows the signs of usage. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 254500138, attune tibial trial extractor would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ; the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.